Manufacturer narrative:
Unit powered up properly after battery installation. Unit received with operating currents within specification. No unexpected battery alarms noted. No battery icon anomaly noted. Unit passed self-test, unexpected restart error test and displacement test. No unexpected restart or signal too low alarms noted. Unable to prime unit during prime/compromise force sensor test due slightly loose drive support disk. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window. Unit received with missing end cap sticker. Several boluses were programmed and delivered. All bolus programmed delivered their indicated amount properly. No bolus anomalies noted.

Event description:
Customer reported via phone call that customer was having battery anomaly. It was reported that numbers changed to zero after a bolus. Customer was advised to change infusion set. Insulin pump would be replaced due to customer's request. Customer reported of experiencing unexplained high blood glucose and declined troubleshooting.